Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue involving the up arrow, down arrow and ok buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2014 with the following findings: on examination, the keypad cover was intact without damage or peeling. On testing all the keypad buttons had normal response. The keypad cover was removed for investigation and did not reveal any evidence of contamination of the button contacts. The audio bolus button was noted to be torn at the center of button. On testing, the button had normal response. Investigation was unable to confirm or duplicate the complaint of unresponsive keypad buttons.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.